Event description:
It was reported that pump displayed malfunction alarm after pump briefly got wet in shower. There was no reported adverse impact to the customer's blood glucose level. Customer contacted technical support, received instructions to reset pump, and successfully reset it without recurrence of malfunction, and customer was advised to continue using pump and to call back if malfunction occurred again.